Event description:
It was reported that the pt had been put in a 4 point restraint using the twice as tough (tat) cuffs. They then placed a posey restraint net on him and removed the tat's. The pt was thrashing about and the stitching where the velcro leg straps attached to the net came apart. The net was attached to a standard hosp (spring style) bed with all sides and foot straps secured. No pt or personnel injury occurred. They have used this same product only on this pt approximately 15 times.